Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2014-20181. It was reported the patient has not been using stimulation for about 6 months due to positional and ineffective stimulation. Also, the patient experienced pain at the ipg site regardless of stimulation and ipg site gets warm. As a result surgical intervention will be taken at a later date to address the issue. The patient has 2 scs leads with the same lot number.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.